Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Upon visual evaluation, damaged luer thread is observed. A review of the device history was performed for lot 1286615, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Based on the teams investigation, possible root cause is associated with mismatch in the seal during manufacturing.

Event description:
It was reported that 5 of the bd plastipak¿ syringe are coming out broken. The following information was provided by the initial reporter, translated from spanish to english: how they are coming out in the junction where the needle goes, they are coming out broken, they have 5 units of those."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd plastipak¿ syringe are coming out broken. The following information was provided by the initial reporter, translated from spanish to english: how they are coming out in the junction where the needle goes, they are coming out broken, they have 5 units of those."